Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient needs a tar wright medical implant. It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient needs a tar wright medical implant. It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Please note the correction to d9/h3 product available to stryker: the reported event was confirmed based on available medical records and health care experts opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the CT-scan shows an infinity tar of which all components are intact (tibial tray, pe-liner and talar dome). The joints of the midfoot show extensive degenerative changes. At the anterolateral side of the tibial tray there is osteolysis/cyst formation, jeopardizing the fixation of the implant. The talar dome is well-fixed to the talar bone.¿ a review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by osteolysis/cyst formation. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition is unknown.